Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary a consumer reported on behalf of a female patient that the injection button of the patient's humapen luxura device was hard to push down. The patient experienced hypoglycemia. The device was not returned for investigation (batch unknown). Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter in response to medical questionnaire, concerns a (B)(6) female patient. Medical history included hypertension and erosive chronic gastritis. Concomitant medication included candesartan cilexetil and omeprazole all for unknown indication. The patient received insulin lispro (rdna origin) cartridge (humalog) via reusable pen (humapen luxura), 16 units at morning 16 units at noon and 14 units at night, also she received human insulin isophane suspension (rdna origin) cartridge (humulin n) via reusable pen (humapen luxura unknown body type), 18 units at night, both subcutaneously for the treatment of diabetes mellitus, and both beginning in 2009. In 2013, she experienced hypoglycemia and was hospitalized twice. No further information regarding hospitalizations was provided. On an unspecified date, it was reported that the injection button was hard to push down ((B)(4)/lot unknown). On unspecified date, her physician stopped human insulin isophane suspension and changed to insulin glargine (lantus). In 2016, human insulin isophane suspension was re-started. On (B)(6) 2016, she experienced recuperating diabetes and was hospitalized. No further information regarding hospitalizations was provided. On (B)(6) 2016, she was discharged from hospital. Treatment for the events and outcome of the events were not provided. Insulin lispro and human insulin isophane suspension were continued. Status of insulin glargine was not provided the patient was the operator of the humapen luxura and her training status was not reported. The humapen luxura model was started in 2009, and the reported suspect humapen luxura duration of use was not reported. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro, human insulin isophane suspension and insulin glargine treatments or not or humapen luxura. No follow up will be attempt as the reporter refused to accept follow up. Update 13apr2016: upon review, this case was opened to update the device from a humapen luxura half dose to a humapen luxura unknown body type; added the complaint information and complaint number to the narrative; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 20-apr-2016: information received from initial reporter on 15-apr-2016 in response to medical questionnaire. Patient did not provide information; therefore, no changes were made to the case. Update 17-may-2016: additional information received on 08-apr-2016. Provided pc number. No new clinical information was received. Upon review, added lab test. No other changes were made to the case. Update 23-may-2016: additional information received on 23-may-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter in response to medical questionnaire, concerns a (B)(6) chinese female patient. Medical history included hypertension and erosive chronic gastritis. Concomitant medication included candesartan cilexetil and omeprazole all for unknown indication. The patient received insulin lispro (rdna origin) cartridge (humalog) via reusable pen (humapen luxura), 16 units at morning 16 units at noon and 14 units at night, also she received human insulin isophane suspension (rdna origin) cartridge (humulin n) via reusable pen (humapen luxura unknown body type), 18 units at night, both subcutaneously for the treatment of diabetes mellitus, and both beginning in 2009. In 2013, she experienced hypoglycemia and was hospitalized twice. No further information regarding hospitalizations was provided. On an unspecified date, it was reported that the injection button was hard to push down ((B)(4)/lot unknown). On unspecified date, her physician stopped human insulin isophane suspension and changed to insulin glargine (lantus). In 2016, human insulin isophane suspension was re-started. On (B)(6) 2016, she experienced recuperating diabetes and was hospitalized. No further information regarding hospitalizations was provided. On (B)(6) 2016, she was discharged from hospital. Treatment for the events and outcome of the events were not provided. Insulin lispro and human insulin isophane suspension were continued. Status of insulin glargine was not provided the patient was the operator of the humapen luxura and her training status was not reported. The humapen luxura model was started in 2009, and the reported suspect humapen luxura duration of use was not reported. If humapen luxura was returned, evaluation would be performed. The reporting consumer did not know if the events were related to insulin lispro, human insulin isophane suspension and insulin glargine treatments or not or humapen luxura. No follow up will be attempt as the reporter refused to accept follow up. Update 13apr2016: upon review, this case was opened to update the device from a humapen luxura half dose to a humapen luxura unknown body type; added the complaint information and complaint number to the narrative; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 20-apr-2016: information received from initial reporter on (B)(6) 2016 in response to medical questionnaire. Patient did not provide information; therefore, no changes were made to the case.